Event description:
It was reported that chest x-rays showed that the lead position was different than the x-ray showed at implant. The physician suspected that the lead advanced through the pericardial tissue. No eco, MRI or tac analysis was done. The physician elected to reposition the lead on (B) (6) 2010. The patient no longer had chest pain.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.